Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise was noted on the right atrial lead. Noise was not reproducible in clinic. Physician elected not to perform any intervention and to continue to monitor the lead. Patient was stable.